Event description:
Customer reportedly received results of 489 mg/dl and 148 mg/dl within 10 minutes on the same device. No high blood symptoms reported. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.